Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # cp561030, discovery xs humeral 3.5x84mm right flange, lot # 642380, unknown discovery ulnar component. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03780.

Event description:
It was reported that a patient underwent an initial total elbow arthroplasty. Subsequently, the patient was revised due to metallosis and humeral loosening. Currently there is no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned complaint product as well as provided patient x-rays confirms loosening with damage/wear. Review of device history records found these units were released to distribution with no related deviations or anomalies. Per the x-ray review: "large geographic zones of periprosthetic lucency and aneurysmal dilatation of the bone in the humerus component (slightly less severe on the right column) and eccentric positioning of the ulnar component within the diaphysis. Findings are nonspecific but can be seen with metallosis or particle disease." Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.